Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism fully retracted. Visual inspection noted no anomalies at the lead tip/helix. Subsequent electrical testing met specification and did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient had fallen and was experiencing seizure-like episodes. The surface ECG found the patient in atrial fibrillation (af), where the device was responding with atrial tachy response. There was no capture on the right ventricular (rv) lead, and all the capture and support was from the left ventricular (lv) lead. An x-ray was performed, which indicated that the rv lead appeared to be in good position, however surgical intervention reported that the rv lead was dislodged during the patient's fall. The lead was explanted and replaced. No additional adverse patient effects were reported.